Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 325 mg/dl. Reportedly the customer went to urgent care. The customer alleged that the pump was not delivering boluses. Tandem technical support reviewed the pump's history and found no record of boluses being requested for delivery. Recommendation was made to consult with a healthcare provider regarding diabetes management.